Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were unable to get co2 to flow thru btt port. The settings on the insufflator was set to 12 pressure and 5 flow. To troubleshoot the up on flow was removed from the patient, and equipment was turned off and on. There were no changes with the settings that resolved the issue. They had to open new kit to complete the procedure with no issues. Only delay was length of time to open new kit. No patient injury.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Updated fields: b4,d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 03/03/2025. An investigation was conducted on 03/03/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline with no issues. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000447845 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. [Ncmr #18198-a growing trend of complaints (qty: 4, since january 2025) has been identified involving serious injuries linked to the failure of ceramic c-ring on the vasoview hemopro 2 device during procedures. This issue poses a significant risk to patient safety, necessitating immediate action to prevent further harm while an investigation is conducted to identify the root cause and implement corrective measures. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a